Manufacturer narrative:
Exact event date is unknown. Therefore, date of event is approximated.

Event description:
It was reported via social media that a vessel perforation occurred. The patient underwent a watchman left atrial appendage (laa) closure procedure. During insertion of the catheter, a laceration to the artery occurred. It was reported that further complications occurred, but details were not stated. No further information is known at this time.